Event description:
Patient reported "an intracapsular rupture of the implant on the right diagnosed via MRI." This record relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "an intracapsular rupture of the implant on the right diagnosed via MRI." This record relates to the right side. The device remains implanted.